Event description:
It was reported the device displayed a system failure alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was cracked on both front corner of top case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Main pcb (printed circuit board) does not operate as intended and it was replaced. Device software was upgraded. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.